Event description:
The customer reported a fluid leak of unspecified volume from the probe of a coulter act diff analyzer while the instrument was idle overnight. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/20/2015. The fse found that the leak was caused by faulty diluent filters on the instrument. The fse replaced the diluent filters to fix the leak. The repairs were verified per established service procedures. (B)(4).